Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the device was in good condition. Service history review identified this device has not been in for service previously. Event history log review found a backup audible alarm post. Functional tests were performed. The reported problem could not be duplicated. The root cause of the problem was not established. As a preventative maintenance, the device was cleaned, greased and calibrated. The device then passed all functional tests after the repair.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had audible alarm b1013190. This issue is not related to physical damage/abuse. Event occurred during testing. There was no delay of therapy since it occurred during testing. There was no patient involvement and no patient harm/adverse event reported.